Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 is confirmed because it was reported under the activities section that patient connected to a line that was not fully primed. The assignable cause code was incomplete prime because the patient connected to the patient line when not fully primed. The problem was confirmed and the assignable cause for the system error 2240 was determined. Per the patient at-home guide, users are instructed to¿check the lines are completely primed before connecting.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the home patient (hp) cycle the power to system error 2367. Then the tsr had the hp cycle the power to press go to start and had the hp disconnect and remove the cassette. During troubleshooting, it was determined the patient line was not properly primed before connecting. The tsr assisted the hp to clear alarms and advised them to contact the registered nurse (rn). The samples are unavailable for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.